Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. While testing the unit, it was discovered that pin #29 shorted to pin #27 by the soldering chip causing the unit to have transducer faults. The analog board was replaced by a carefusion authorized service center to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was having multiple "transducer fault" errors. It is unknown at this time whether there was any patient involvement associated with this complaint.